Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported abnormal restart. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device underwent an abnormal restart and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device displayed a total power failure alarm and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.